Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The alarm functions (including vibra alert) were tested successfully and all test results were within product specifications. No malfunction of the device was observed.

Event description:
On (B)(6) 2013, the patient reported the vibration alert works intermittently when programming a quick bolus on the infusion device. The infusion device was not dropped on a hard surface. He changed the battery, but this did not resolve the issue. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.